Event description:
It was reported that the patient had three inappropriate shocks due to oversensing and noise. The shock impedance was 130 ohms. The system was programmed off and some system testing will be done. There were no additional adverse patient effects.